Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with antiseptic solution, not using antibiotics, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The nurse inadvertently pulled the lead completely out. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to incorrect surgical technique as the nurse inadvertently pulled the lead out (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported being seen in the physician's office for an incision check. The nurse tugged on the peripheral lead and accidentally pulled it completely out. The patient was getting great pain relief prior to the lead pull. They were prescribed antibiotics for the potential of an infection, they are doing well and plan to implant another lead after they have completely healed.